Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. A potential lead replacement procedure was discussed. Further monitoring of the patient was decided. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, section h1 type of reportable event, section h6 patient codes and h6 impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. A potential lead replacement procedure was discussed. Further monitoring of the patient was decided. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information received from boston scientific representative stated that the commanded shock was performed and the patient under anesthesia. Upon review of the latitude, the shock impedance had been stable in the 110 to 130 ohms range within range. The plan was to continue monitoring. No additional adverse patient effects were reported.